Event description:
The customer reported that the insulin pump did not alarm no delivery. Troubleshooting was performed. The customer stated that her blood glucose was high, then she removed the infusion set from her body and the cannula was bent. Ran a fixed prime test and the insulin exited. The high pressure test was not performed because the tubing clamp was not available. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.